Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on leaflets 1 and 2, and heavy calcification on the remaining section of leaflet 3. The wireform was intact and commissure 1 was bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had three tears of approximately 3mm near commissure 1, 6mm at the free margin, and a 3mm non-transmural tear near the wireform. Leaflet 2 had two tears of approximately 7mm near commissure 2 and a 4mm non-transmural tear along commissure 3. Approximately 95% of leaflet 3 had been cut. The cut section was not returned with the valve. Calcification was evident near the tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Additional manufacturer narrative: this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of structural valve deterioration could not be confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Device evaluation also found presence of host tissue overgrowth encroached onto the tissue and stent circumference of valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received calcification and host tissue restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Attempts to retrieve additional information were unsuccessful. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received or device is returned a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve was explanted due to structural valve deterioration after an implant duration of approximately fourteen (14) years. In a male patient 27 years old at implant. The explanted 23mm valve was replaced with a mechanical valve. The patient was reported as stable. No further information is available.